Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer amulet was selected for implant. On (B)(6) 2025, during a follow-up two device related thrombus (drt) were found. One drt was on the amulet device and the second drt was on the non-abbott tavi valve (procedure performed in (B)(6) 2023). After discovering the drts, the patient was given permanent apixaban to resolve the event. Recent follow-up showed no more drt. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient is doing fine.

Manufacturer narrative:
An event of thrombus after two years of successful amulet device implant was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported thrombus could not be conclusively determined. As the event is not reportable, a letter is not requested and there is no indication of a product issue no device history record or lot specific similar complaint review is required. The unexpected medical intervention was due to medication given (permanent apixaban) to resolve the event. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer amulet was selected for implant. On 06 may 2025, during a follow-up two device related thrombus (drt) were found. One drt was on the amulet device and the second drt was on the non-abbott tavi valve (procedure performed in (B)(6) 2023). After discovering the drts, the patient was given permanent apixaban to resolve the event. Recent follow-up showed no more drt. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient is doing fine and a later follow-up showed no more drts on the devices.